Manufacturer narrative:
The root cause for the reported issue of an occlusion alarms during mannitol infusion was not determined. The reported issue that there was an occlusion alarms during mannitol infusion could not be confirmed. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient, who was admitted to the hospital with a diagnosis of subarachnoid hemorrhage secondary to ruptured right superior cerebellar artery aneurysm, was in a middle of a brain code and needed mannitol infusion. A 0.2 micron filter is required for this medication and the clinician kept on getting occlusion alarms on the filters. The clinician attempted to flush above and below filter with ns flush and was unable to flush mannitol through the filter and yet the device continued to give occlusion alarms. The line was switched to a different channel and within seconds, the device gave the same occlusion message. The mannitol bag was clear and they attempted to infuse through different central venous catheter ports and still had occlusion alarm issues. The clinician changed the 0.2 micron filter four times before the physician decided to draw up the mannitol with a filter needed and administered the medication as an IV push instead because the patient's intracranial pressure (icp) was sustaining above 30mmhg. It was further mentioned that the it took the clinicians four filters and 12 minutes before they could find a filter that worked, which delayed patient care and possibly cause some patient harm. The event occurred on (B)(6) 2021 at 1415. At 0857, a 50g dose was administered once at a rate of 1,000ml/hr over 15 minutes. The mannitol 25% 50g IV push was given at 1430. The customer believes that the issue was due to tubing, the primary rn attempted to flush above and filter with normal saline (ns) flush and was unable to flush mannitol through the filter. It is also the customer's belief that the delay in mannitol infusion contributed to the increase in patient's icp. The patient also was provided with 3% normal saline as a result of the issue. Patient's icp eventually decreased to less than 10.